Manufacturer narrative:
B5 describe event or problem - correction/additional. H2 correction/additional information. H6 medical device problem code - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the supplemental MDR, a correction is required due to an updated classification code change. And updated data investigation results. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient didn't hear her alerts from the receiver as she was sleeping (2am). Her husband called an ambulance because she was not responsive. She was having a seizure and having difficulty breathing. The cgm receiver read at 40 mg/dl and while waiting for the ambulance her husband put a nasal spray. The ambulance came, cgm receiver read 40 mg/dl and the fs was 44 mg/dl. They provide a glucose tab and she started to come around. They arrived at the hospital. They took fs and it was at 70 mg/dl. She can't remember them giving her treatment. She started to come around and communicate. During the report, she was at home after 5 hours and the cgm receiver was at 366 mg/dl going down. No mention of treatment for rebound hyperglycemia. Iit was reported that an alert/notification settings issue occurred. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss was the transmitter and app were unable to complete a data transfer. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient didn't hear her alerts from the receiver as she was sleeping (2am). Her husband called an ambulance because she was not responsive. She was having a seizure and having difficulty breathing. The cgm receiver read at 40 mg/dl and while waiting for the ambulance her husband put a nasal spray. The ambulance came, cgm receiver read 40 mg/dl and the fs was 44 mg/dl. They provide a glucose tab and she started to come around. They arrived at the hospital. They took fs and it was at 70 mg/dl. She can't remember them giving her treatment. She started to come around and communicate. During the report, she was at home after 5 hours and the cgm receiver was at 366 mg/dl going down. No mention of treatment for rebound hyperglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the ambulance came, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient didn't hear her alerts from the receiver as she was sleeping (2am). Her husband called an ambulance because she was not responsive. She was having a seizure and having difficulty breathing. The cgm receiver read at 40 mg/dl and while waiting for the ambulance her husband put a nasal spray. The ambulance came, cgm receiver read 40 mg/dl and the fs was 44 mg/dl. They provide a glucose tab and she started to come around. They arrived at the hospital. They took fs and it was at 70 mg/dl. She can't remember them giving her treatment. She started to come around and communicate. During the report, she was at home after 5 hours and the cgm receiver was at 366 mg/dl going down. No mention of treatment for rebound hyperglycemia. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.